Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer¿s test strips were requested for an investigation, but the customer confirmed the test strips are not available for an investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4). Prior to patient testing, the customer confirmed qc was acceptable. The customer performed a fingerstick for each meter test. At 21:09, the patient's glucose result on meter (B)(4) was 425 mg/dl. At 21:20, the patient's glucose result on meter (B)(4) was 202 mg/dl.